Event description:
It was reported that when unpacking the shipment, it was discovered that the box contained 6f super sheaths, rather than 5f super sheaths as labeled.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. A supplemental medwatch report will be filed when the analysis is completed.